Event description:
It was reported that the customer was experiencing low blood glucose of 29 mg/dl and the paramedics were called. Troubleshooting was performed. The mother stated that the customer changes the infusion set every three to four days. The caller stated that the reservoir is showing the same amount of insulin that the status shows. The mother stated that the doctor will change the settings on the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.